Event description:
Patient called lfs in 2002 alleging that their meter would not power on. In 2002 medical affairs specialist called the patient and pt explained that before leaving work pt attempted to test, however, the meter would not power on. Pt drove to the pharmacy and while driving pt noticed yellow spots in their vision. Pt associated this symptom to hypoglycemia. While driving to the pharmacy pt treated themselves with glucose. Pt purchased the batteries from the pharmacy and drove home. When pt arrived home pt tested their blood glucose on a dex meter and obtained a "52 mg/dl" pt did not treat themselves or seek medical attention from a healthcare professional. Their meter powered on after the new batteries were taken out and the old one's were placed back into the meter. Pt explained that the meter never displayed the low battery symbol. The customer service representative replaced their meter and the medical affairs specialist sent a back up meter, since pt was distressed about the incident and did not want to be left without a working meter in the future.